Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k07024 and h13l26030 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for fourteen days for the event. Dianeal therapy was ongoing. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).